Manufacturer narrative:
Ge service representative replaced single bd computer and hard drive. Tested - system working normally. System now running software version 4.8.34.

Event description:
Customer reported system needed several reboots in order to fully boot up in the morning. Once booted system worked normally for the rest of the day.